Manufacturer narrative:
(B)(4). Review of the device history records for the articular surface identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the articular surface part and lot combination. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient underwent an articular surface exchange and excision of fibrous tissue.